Event description:
Related manufacturer reference number: 2017865-2023-95030, related manufacturer reference number: 2017865-2023-95032. It was reported the patient complained of pain at the pacemaker site. The entire pacemaker system was explanted and replaced with a leadless pacemaker. The patient was in stable condition.